Event description:
It was reported that device movement, surgical intervention, and thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). Four (4) partial recaptures of the closure device occurred before release criteria was met. The closure device was implanted and the procedure concluded. While in recovery, the patient reported lower back and leg pain and distal pulses in the feet had weakened. Computed tomography (CT) revealed the closure device had embolized to the distal aorta and become lodged in the iliac bifurcation. Two unsuccessful attempts were made to snare the closure device. The patient was transferred to surgery where the closure device was surgically removed. Following the removal procedure, the patient reported abdominal pain and a drop in hemoglobin was noted. A retro peritoneal bleed had occurred. The patient returned to surgery but the source of the bleeding was not located. One day post index procedure, the patient lost the pulse in one foot. The patient returned to surgery and a distal thrombus obstructing blood flow to the foot was discovered. A tibial cut down was performed and the thrombus was removed. Blood flow was successfully restored to the foot. It was further reported the tibial cutdown was arterial in nature. The patient recovered and was discharged eleven (11) days post index procedure.

Event description:
It was reported that device movement, surgical intervention, and thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). Four (4) partial recaptures of the closure device occurred before release criteria was met. The closure device was implanted and the procedure concluded. While in recovery, the patient reported lower back and leg pain and distal pulses in the feet had weakened. Computed tomography (CT) revealed the closure device had embolized to the distal aorta and become lodged in the iliac bifurcation. Two unsuccessful attempts were made to snare the closure device. The patient was transferred to surgery where the closure device was surgically removed. Following the removal procedure, the patient reported abdominal pain and a drop in hemoglobin was noted. A retro peritoneal bleed had occurred. The patient returned to surgery but the source of the bleeding was not located. One day post index procedure, the patient lost the pulse in one foot. The patient returned to surgery and a distal thrombus obstructing blood flow to the foot was discovered. A tibial cut down was performed and the thrombus was removed. Blood flow was successfully restored to the foot.